Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient would not call the implant successful. It was reported that it was not doing anything to help the patient and the patient was not getting any results. It was not doing anything and so the patient had a revision done in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.